Event description:
An injection gold probe hemostatis catheter was used for a procedure(gender, age and weight unknown). According to the complainant, "the needle would not retract while [it][ was] in the patient". Upon pulling the device from the scope, it was noted that the needle was exposed. There was no apparent damage to the scope and once removed, the needle was able to retract. The procedure was completed with another injection gold probe and there were no patient complications reported with this event.

Manufacturer narrative:
As received, the device was actuated and the needle extended and retracted all the way during functional testing. A device history review showed no anomalies related to the complaint.